Manufacturer narrative:
Patient date of birth, age unk. Patient gender unk. Patient weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was not returned to the manufacturer, thus an investigation could not be completed.

Event description:
A peripheral atherectomy procedure commenced to treat an in-stent restenosis (isr) on a slightly calcified plaque lesion in the patient's mid popliteal artery. The physician chose a spectranetics turbo elite laser atherectomy catheter to treat the patient. During use, the device's distal marker band separated inside the body. The physician used a balloon to successfully retrieve the marker band and remove it. The physician chose to abort the procedure with no reported patient harm. This report captures the turbo elite device in use when its marker band detached within the patient, requiring intervention.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 04 jan 2022. G3): the device was evaluated and the investigation completed on 19 jan 2022. H3): device evaluation: the device was returned and evaluated by a cross functional team. Broken fibers were seen through the device''s outer jacket 0.5 inch and 2.5 inches from the distal tip. No breaches to the outer jacket were seen in these areas. The distal marker band was returned, detached from the distal end of the turbo elite. The distal tip of the device had a slight epoxy void. Looking at the marker band, scratches were seen on the distal end of the marker band. The locking feature was present all the way around the marker band''s inner diameter (within specifications). The marker band was found to be oval in shape, but cause could not be determined. The epoxy is applied during production of the device; therefore, this failure has been determined to be production process related.